Manufacturer narrative:
One infusion pump was received in relation to the reported event. All labels were still intact. No physical damage was found on the device. As a result of checking the event history log, it was confirmed that it was repeatedly recorded that the occlusion alarm had occurred immediately after the power was turned on or priming on (B)(6) 2021. A function test of the device was performed and was unable to replicate the reported event. The cause of the event was unable to be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that "high pressure" is displayed during priming. When the user replaced the pump and primed it again, the same alarm occurred again. When they replaced the extension tube this time, the alarm did not sound. No patient injury was reported.